Manufacturer narrative:
This report is submitted on march 22, 2024.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to convert the patient to a percutaneous baha implant system due to need of MRI imaging. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.